Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The target lesion was the left main. The ostial lm was 30% stenosed, vessel diameter is unknown. There was no calcification and the vessel was not tortuous. The middle-lad had 80% stenosis and it was a long lesion; the distal-lcx had 90% stenosis; the distal-rca to proximal-rca had 50%-80% stenosis. The physician advanced 6f ebu 3.5 guiding catheter to lca ostial and advanced fielder guidewire to the distal-lad, then used firestar 2.0 x 20mm balloon to pre-dilate the middle-lad at 8-10atm. After that, he implanted cypher 2.5 x 28mm (12atm for 3s) and cypher 2.75 x 33mm (14atm for 3s) stents in the mid-lad. Post-dilation was conducted at 16atm for 5s. No residual stenosis was observed. The physician then advanced fielder guidewire to the distal-lcx and used firestar 2.0 x 20mm balloon to pre-dilate the proximal-lcx at 8-10atm. After that, he implanted cypher 2.5 x 33mm (12atm for 3s) stent at the proximal-lcx. Post-dilation was conducted at 14atm for 5s. No residual stenosis was observed. Lastly, a cypher 3.5 x 8mm stent was advanced to the left main trunk (lm) and inflated to 14atm for 3s. However, the stent could not be observed under cag. The stent was hung on the guiding catheter. Then the physician tried to use guidewire to retrieve the stent but failed. The stent migrated to the external iliac artery. Ivus was not performed. There were no anomalies noted before use. The patient was discharged from the hospital and was in stable condition. The sds was not returned for evaluation. One cd-rom was received with procedural images which were reviewed by an independent cardiologist who indicated the following: "the patient had multi-vessel disease with a small diffusely diseased left anterior descending and left circumflex coronary arteries. The patient had intervention to the lad and to the circumflex, however with an attempt to intervene at a 30% ostial left main stenosis, the 3.5x8mm cypher stent was embolized and located in the external iliac artery. Upon review of the films, the patient's anatomy was unremarkable for calcifications and I believe the most likely anatomical reason for the embolization was the use of a deeply engaged ebu gude. When dealing with ostial location, it is very difficult to position a stent with a guide that is as deeply engaged as this guide was and perhaps in the manipulation of moving the guide back and forth, the operator inadvertently embolized the stent and sheared from the balloon delivery system. I see no other anatomical features that may have lead to this complication." A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information provided and the procedural film review report, there are possible procedural factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The target lesion was the left main. The ostial lm was 30% stenosed, vessel diameter is unknown. The physician advanced a cypher 3.5x8mm stent to lm and he deployed the stent at 14atm for 3s. However, the stent could not be observed under cag and found the stent was hung on the guiding catheter. The physician tried to use guidewire to retrieve the stent but failed. The stent fell to external iliac artery and was not retrieved. The patient was discharged from the hospital and was in stable condition. The procedure film will be returned back for investigation, but the resting component of products were discarded by hospital.